Manufacturer narrative:
(B)(4). Describe event or problem - additional information, device availability - additional information, date received by manufacturer - additional information, type of report - follow up, follow up type - additional information / device evaluation, device evaluated by manufacturer / evaluation summary - additional information, event problem and evaluation codes - additional information, additional narrative/date - additional information.

Event description:
The transmitter was returned for evaluation. The following were performed: external visual inspection, voltage test, pairing test with the (B)(6) bluetooth device. The reported allegation was confirmed. The probable cause was a defective transmitter.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a loss of connection occurred. No data or product was provided for evaluation. Confirmation of the issue was undetermined. The probable cause could not be determined. No additional event or patient information is available.